Event description:
The physician reports that a patient underwent cataract surgery with implantation of the crystalens. Postoperatively, the patient presented with asymmetrical lens vaulting. Lens repositioning was attempted, however, during the procedure, the anterior capsule tore. Additional information has been requested.